Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was under responsive to user presses. The reporter also stated that the keypad cover was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during a visual inspection of the pump it was noted that the audio bolus button cover was detached/missing.